Manufacturer narrative:
Analysis found the reported field event was confirmed in the laboratory. The cause of the anomaly was determined to be due to an unstable internal supplies signal. The instability of the signal was caused by a capacitor connection anomaly on the hybrid.

Event description:
It was reported that the patient presented to the emergency room after receiving high voltage shocks. The patient had pain and anxiety as a result of the inappropriate hv shocks. Egm's revealed noise on all channels and was being oversensed. Device telemetry showed high frequency noise not consistent with arrhythmia. The patient received multiple therapies and a magnet was finally placed on the device to disable therapy. The device was explanted and replaced. The patient's condition before, during and after the procedure is stable.